Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during third inflation, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.